Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone at an unknown concentration and dose for non-malignant pain and chronic low back pain. It was reported that the patient¿s pump was alarming, and the medication had run out. It was reported that the patient had already gone through withdrawals because their managing physician would not see them or talk to them. Information was requested regarding how to get the pump alarm turned off and the pump removed. It was reviewed that a doctor managing the patient¿s care could request a manufacturer rep in the area to turn the alarm off. It was also reviewed that explantation of the pump would be a prescriptive item and the patient would need to work with a doctor to have the pump explanted. It was stated that the last time the patient had medication in their pump was around (B)(6) 2019, which ¿was why the pump was alarming and why the patient went through withdrawals.¿ the patient stated that the withdrawals were ¿like having hot lava poured all over them.¿ no further complications were reported.